Event description:
It was reported that the patient returned to the operating room by the ventricular assist device (vad) coordinator for a washout for a driveline infection. The patient's pump was exchanged related to the driveline infection on (B)(6) 2026 using an existing mini-apical cuff and residual outflow graft and performed a graft-to-graft anastomosis with a modified thoracotomy approach.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.